Manufacturer narrative:
Investigation summary: h3 other text : see section h.10.

Event description:
Material no. 367342, batch no. 9084944. It was reported that during use of the bd vacutainer® push button blood collection set leaking occurred where the needle joins the hub. The following information was provided by the initial reporter: "using winged collection set. Blood was flowing down the tubing as vacutainer tube was attached but blood was not going into the tube, it was flowing out from where the needle join the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367342, batch no. 9084944. It was reported that during use of the bd vacutainer® push button blood collection set leaking occurred where the needle joins the hub. The following information was provided by the initial reporter: "using winged collection set. Blood was flowing down the tubing as vacutainer tube was attached but blood was not going into the tube, it was flowing out from where the needle join the hub."